Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, d drive required space more than 30 gigabytes for planned upgrade to 1.11. The customer also reported that user could not login and the device was stuck at the bd home screen displaying ¿initializing device manager¿ and later entered maintenance mode with ¿performing firmware validation check¿ after a manual reboot. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device required full synchronization. A technical support specialist (tss) deleted the windows and users folders (excluding the public folder) followed by a reboot; however, the device continued to stall at ¿initializing peripherals¿ with errors. Based on knowledge article (ka) "ciisafe doors not detected, hta won't launch", the issue was identified as likely related to a faulty communication light emitting diode (led) board, and the case was dispatched for hardware replacement or reimage as needed. Further the field service engineer (fse) replaced the communication sled and updated the software. The system functioned as intended after the technical support specialist and filed service engineer together resolved the issue.